Event description:
It was reported the pt is without stimulation as her stimulation stopped suddenly. A full parameter diagnostic indicated high impedance on several contacts. X-rays did not reveal any anomalies. Reprogramming did not resolve the issue. Surgical intervention to revise the lead is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.